Event description:
It was reported that the customer had an issue where the safety bar did not catch the hook, and came out of the ambulance. It was not indicated if there was a pt involved or if there were adverse consequences reported.

Manufacturer narrative:
Cot has not been evaluated yet.